Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high, out-of-range right atrial (ra) pacing impedances measuring, greater than 3,000 on a non-boston scientific lead. This resulted in the device switching to unipolar. Unipolar daily measurements were noted to be stable. Additionally, there was observations of noise due to myopotentials causing inappropriate mode switching. The plan is to continue to monitor, and the health care professional (hcp) will bring the patient in for an evaluation and will troubleshoot the lead. At this time, the device and non-boston scientific ra lead remains in service. No adverse patient effects were reported. This supplemental is being filed as additional information was received that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high, out-of-range right atrial (ra) pacing impedances measuring, greater than 3,000 on a non-boston scientific lead. This resulted in the device switching to unipolar. Unipolar daily measurements were noted to be stable. Additionally, there was observations of noise due to myopotentials causing inappropriate mode switching. The plan is to continue to monitor, and the health care professional (hcp) will bring the patient in for an evaluation and will troubleshoot the lead. At this time, the device and non-boston scientific ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high, out-of-range right atrial (ra) pacing impedances measuring, greater than 3,000 on a non-boston scientific lead. This resulted in the device switching to unipolar. Unipolar daily measurements were noted to be stable. Additionally, there was observations of noise due to myopotentials causing inappropriate mode switching. The plan is to continue to monitor, and the health care professional (hcp) will bring the patient in for an evaluation and will troubleshoot the lead. At this time, the device and non-boston scientific ra lead remains in service. No adverse patient effects were reported.